Event description:
Revision due to aseptic loosening of the tibial component.

Manufacturer narrative:
(B) (4). Eval summary: no product was returned for eval and no x-rays or photos were received. In (B) (6) 2010, approx 5 years and 10 months after prosthesis implantation, the pt ((B) (6) female) underwent revision surgery for aseptic loosening of the tibial baseplate. The product was a size 4 nexgen option stemmed tibia. The associated articular surface was reported as unk. No add'l case details were provided. Without further info, the probable cause of loosening cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.